Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of zero days. It was later learned that the cause of explant was due to suture looping. Per the surgeon's response, the "leaflet was trapped by an annular suture."

Event description:
It was reported that the device was explanted after an implant duration of approximately 0.2 months. Through followup with the surgeon, it was learned that the device was explanted due to a perivalvular leak.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.